Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose was in the 30-40 mg/dl range. Customer advised they are stuck in the rewind loop. Troubleshooting for the prime rewind was performed. Customer advised they have received several button error alarms. Troubleshooting for keypad anomaly was performed. Customer advised they are (B)(6) and sometimes they cannot hear the alarm. Customer advised when they are about to treat themselves with a bolus they clear the alarm and move forward. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had moisture on the keypad traces, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.